Manufacturer narrative:
Date of birth and age is unknown as it was not provided. Date of event is unknown as it was not provided. The suspected handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss tested and checked all customers¿ 10 handpieces. The customer uses 21 gauge tip and 20 gauge sleeve when in use. All handpieces except for the suspected handpiece passed when testing. The fss found the suspected handpiece was louder than normal and had a slight collapse on the test capsule. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn occurred in the patient¿s operative eye. The wound required unplanned sutures to close the incision. The surgery center requested the system and the handpieces to be checked.